Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, pneumo was achieved. The port was placed into patient. Then an endo gia 60 with a green reload and peri strip buttressing was placed through the trocar. A hissing sound was heard and pnuemo (co2) was leaking through the universal seal of the trocar. A tonsil swab was placed through the trocar and then the device was placed through the trocar again, it leaked. A new trocar was opened and used and this also leaked. They switched to a blue reload and fit down a 12mm trocar which worked perfectly. The procedure was extended by three minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.